Event description:
Healthcare professional reported left side "capsular contracture baker grade IV, seroma, alcl", and the "case of alcl already diagnosed and corroborated with immunohistochemical studies". MRI and biopsy have confirmed the reported events. MRI further reported "left peri-implant collection with significant enhancement around it, with type 3 perfusion curves, axillary lymph node group of greater volume and generalised inflammatory response of the breast." Pathological markers cd30+ and alk- confirming alcl have been received. The device remains implanted.

Manufacturer narrative:
(B)(4). Imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade IV, seroma, alcl.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV, seroma, alcl", and the "case of alcl already diagnosed and corroborated with immunohistochemical studies". MRI and biopsy have confirmed the reported events. MRI further reported "left peri-implant collection with significant enhancement around it, with type 3 perfusion curves, axillary lymph node group of greater volume and generalised inflammatory response of the breast." Pathological markers cd30+ and alk- confirming alcl have been received. The device remains implanted.

Manufacturer narrative:
Date of alcl diagnosis: (B)(6) 2023. Name and contact information of any hcp or physicians who could provide additional information: dr. (B)(6) (plastic surgeon) (B)(6). Dr. (B)(6)(haematologist) (B)(6).

Event description:
Healthcare professional reported "left side volume increased, with some pain". The device has been explanted and replaced. Treatment: celecoxib, ultrasound therapy.